Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4), batch/lot number: 7033521, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate relief. The patient underwent an explant procedure.